Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the sockets and motor.

Event description:
It was reported during a procedure that the micro sagittal saw ran without user activation. There was no patient or user injury reported and no adverse consequences alleged with this event.